Event description:
Per provider the pilot valve is contaminated.per indepandent repair center statement there was alarming or red light. Shutting down due to bad pilot valve, alarming due to crack cap on sieve.